Event description:
It was reported that the patient presented with chest pain and tachycardia. Upon interrogation, an increase in the ventricular lead threshold was found just weeks after implant along with a lead perforation. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.